Event description:
It was reported that during a prostate procedure, the first side-firing fiber was noted to have the "aiming beam fire straight out of fiber at 15,942 joules". The second side-firing fiber was noted to have the "aiming beam fire straight out of fiber at 65,225 joules". The procedure was completed using a third fiber. Patient outcome: "no patient injury". This report is for the second fiber.

Manufacturer narrative:
(B)(4).